Event description:
It was reported that the burr got stuck on the guidewire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rotawire were selected for use. During removal, it was noted that the wire got kinked approximately 2cm from the proximal part of the wire. Consequently, the burr got stuck on the guidewire. The burr and rotawire were removed from the body as one unit. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Visual inspection shows that the proximal section was found kinked. The guidewire returned without the burr loaded on it. Microscopic inspection shows that the distal section was detached and did not return for analysis. Dimensional inspection shows that the total length of the guidewire was measured according to the specification established on the drawing, and the results shows that the 63.0 inches of the distal section of the guidewire was detached and did not return for analysis.

Event description:
It was reported that the burr got stuck on the guidewire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rotawire were selected for use. During removal, it was noted that the wire got kinked approximately 2cm from the proximal part of the wire. Consequently, the burr got stuck on the guidewire. The burr and rotawire were removed from the body as one unit. The procedure was completed with another of the same device. There were no patient complications reported post procedure. Device evaluated by manufacturer. The device was returned for analysis. Visual inspection shows that the proximal section was found kinked. The guidewire returned without the burr loaded on it. Microscopic inspection shows that the distal section was detached and did not return for analysis. Dimensional inspection shows that the total length of the guidewire was measured to verify if it was according to the specification established on the drawing, and the results show that 63.0 inches of the distal section of the guidewire was detached and did not return for analysis.